Event description:
The customer contact reported that during preventive maintenance testing at the user facility, unrestricted flow was noted. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device intermittently had unrestricted flow. Additionally, during testing, it was noted that the device intermittently did not deliver. The device was received with a broken door handle. The cause of the customer complaint of unrestricted flow and the non-delivery noted during testing is due to a broken door handle. Due to the broken door handle, the device door did not close properly and the platen/spring assembly on the door did not mate correctly with the administration set tubing. Since the door was not closed, there was not enough pressure being applied on the tubing which resulted in over delivery. The broken door handle is also the cause for the non-delivery. As a result of the door not closing properly, the mechanism "fingers" would not mesh properly with the tubing set and could not push fluid through the tubing. A probable root cause for the broken door handle is mishandling in the customer environment or material fatigue. This report represents all the info known by the reporter upon query by hospira personnel.